Event description:
It was reported that, "a trial liner was placed into a trident cup. The cup was a 54 mm and a 32 f 0 degree liner was chosen for trialing. Despite multiple attempts lining up the trial liner with the tabs on the shell it would not seat. Upon impaction with the 32 impactor for proper seating the trial fractured on it's rim. The pieces were removed and there was no adverse affect to the pt. Post-op x-rays were taken and nothing adverse was seen on the x-rays."

Manufacturer narrative:
An eval of the devices cannot be performed as the device is being kept by the surgeon. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.